Event description:
The uretero-reno videoscope was returned to the service center with no customer allegation. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, the internal parts (access port) of the bending section was corroded and was found to be most likely due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, attributed to degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.